Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source could not be recognized. The issue occurred during preparation for use for a diagnostic gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the light source issue was a defective scope socket. Olympus will continue to monitor field performance for this device.